Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received samples from the customer but pictures showing two sutures inside one primary package. According to the information received, the customer found two sutures when opening one pouch. After internal investigation, it has been determined that the most likely root cause is an operator mistake during manufacturing process. Two sutures were wound on a primary packaging by mistake. It has been determined that this is a punctual error and only this unit is affected with this issue. Remarks: the manufacturing personnel involved will be informed of this incidence to avoid this issue happens again. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account the pictures received from the customer do not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the pictures received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that two needles in a sterile envelope where it should have been only one. No further information has been received.